Manufacturer narrative:
The investigation determined that a discordant, non-reactive vitros anti-sars-cov-2 total (cov2tot) result was obtained from a single patient sample when processed using vitros immunodiagnostic products anti-sars-cov-2 total reagent lot 0240 on a vitros 5600 integrated system. The vitros cov2tot result was discordant compared to a reactive non-vitros (roche) cov2tot result for the patient as well as a reactive vitros anti-sars-cov-2 igg (cov2igg) result for the patient. A definitive assignable cause for the discordant, non-reactive vitros cov2tot result was not established. Based on historical quality control (qc) results, a vitros cov2tot lot 0240 reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results prior to the event were within the correct interpretation region of the vitros cov2tot instructions for use (IFU). However, the customer did not process qc fluids to verify vitros cov2tot reagent performance leading up to the event. Therefore, a vitros cov2tot lot 0240 reagent issue cannot be completely ruled out as a contributor to the event. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0240. There was no indication of an instrument malfunction and it was determined that the customer¿s maintenance of the vitros 5600 integrated system was acceptable. Additionally, a diagnostic precision test following the event indicated acceptable instrument performance. Therefore, an instrument issue is an unlikely contributor to the event. Pre-analytical sample processing cannot be ruled out as a contributing factor as it could not be determined whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event as no further testing using a sample tube to block potential interference in the patient samples was conducted. There was no further sample remaining for additional investigative testing. Email address for contact office (B)(4).

Event description:
A customer reported a discordant, non-reactive vitros anti-sars-cov-2 total (cov2tot) result obtained from a single patient sample when processed using vitros immunodiagnostic products anti-sars-cov-2 total reagent on a vitros 5600 integrated system. The vitros cov2tot result was discordant compared to a reactive non-vitros (roche) cov2tot result for the patient as well as a reactive vitros anti-sars-cov-2 igg (cov2igg) result for the patient. Patient sample vitros cov2tot result of 0.70 s/c (non-reactive) versus the expected result of reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reactive vitros cov2tot result was not reported from the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).